Event description:
It was reported that pump displayed cartridge change error. Customer¿s blood glucose reading "HIGH" however specific value was unknown. Customer gave correction injection using daily injections, replaced cartridge, and then resumed insulin delivery. Technical Support arranged to send replacement supplies at customer request.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.